Event description:
It was reported that pump displayed malfunction code 12 and continued to show same malfunction even after reset, with no notable events occurring beforehand and no information provided regarding any impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with performing pump reset, was advised to switch to multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty along with instructions to store and return malfunctioning pump, re-enter pump settings, and reconnect continuous glucose monitor to replacement device.